Event description:
Report of adverse event. Pt came in for wound check with complaint of multiple shocks. Sensing resulting in inappropriate shocks was noted. Lead was revised which resolved the problem. Review of clinical reports showed that this should have been reported as an MDR.